Event description:
It was reported that a home patient was treated with dialysis using an ak 98 machine and wro 300h. It as reported that the patient collapsed after dialysis and passed away at the hospital. It was reported that the cause of death was a heart attack. There was no report that an autopsy was performed. No additional information is available.

Manufacturer narrative:
B2: date of death: (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1, h1, h6, h11h11: the device was not received for evaluation; however, the device was evaluation on site by a vantive qualified technician. Testing and verification activities confirmed that the machine operated within specification, and no malfunction was noted. Log file analysis showed that the treatment was uneventful and completed according to the set parameters. The service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was not verified. Based on additional information, the ak 98 machine was determined not be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.